Event description:
A fallopian clip was being applied. The applicator would not release the clip and tube immediately. Some manipulation of the applicator was necessary by the surgeon to free the tube and clip. No pt problems were reported.